Event description:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleges that the device intermittent power failure and patient hospitalization due to hypercarbia. A device was returned to a third-party service center. During the evaluation of the device, they found out that the device has evidence of water ingress on the p4 connector and subsequent corrosion. In addition to the above findings, there was a present of contamination in the airpath, which is dust/dirt. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is noisy and intermittent power failure and patient hospitalization due to hypercarbia. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed a dust / dirt contamination on the outer surfaces, cracks, and crevices and around the outlet port. They also observed dust/dirt contamination in the device enclosure and airpath. The device's downloaded logs were reviewed by the manufacturer. There were 5 errors found. The manufacturer concludes that was confirm the presence of contamination in the airpath and was confirm evidence of corrosion likely due to water ingress. Section-e, d and h has been updated.